Event description:
It was reported that the patient expired due to an unknown reason. The date of the event is unknown. It is unknown if the patient's demise was device related, as no other details were provided.

Manufacturer narrative:
Device not returned.